Event description:
Balloon was inflated to insertion, and appeared to function properly. It was then inserted into the iliac portion of the vein, and inflation was again attempted. The balloon could not be located using imaging guidance, and was subsequently removed. A second balloon was then inserted and the procedure was completed without incident. The initial balloon was examined by the hosp staff following the procedure, at which time it was discovered that approx one half of the balloon was missing.